Manufacturer narrative:
The following additional device was investigated as part of this event: ceb231410c lot # 11822650 UDI: (B)(4). H.6. Results code 1: 213: a review of the manufacturing records for the devices verified the lots met all pre-release specifications. The gore® excluder® aaa endoprostheses are being reported separately under manufacturer report # 3007284313-2019-00133.

Manufacturer narrative:
A review of the manufacturing records for the device is currently in progress. According to the gore® excluder® iliac branch endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement.

Event description:
The following information was reported to gore: on (B)(6) 2015, this patient underwent endovascular repair with gore® excluder® aaa endoprostheses featuring c3® delivery system for an abdominal aortic aneurysm measuring 39.8mm in diameter; and a unilateral right common iliac artery aneurysm, measuring 53.0mm. On (B)(6) 2015, follow up computed tomography determined a type ii endoleak and some intraluminal thrombus present in the trunk-ipsilateral leg component and the contralateral leg component placed as the bridging graft. Upon review of the images, the intraluminal thrombus could be seen within the bridging graft. A type ii endoleak and intraluminal thrombus within the trunk ipsilateral leg component was unable to be confirmed with the available images. The maximum aortic diameter was 41.4mm and the maximum right common iliac diameter was 53.3mm.(captured event (B)(4)). On (B)(6) 2016 the maximum aortic diameter was 39.7mm and the maximum right common iliac diameter was 48.8mm. On (B)(6) 2017 the maximum aortic diameter was 42.1mm and the maximum right common iliac diameter was 46.9mm. On (B)(6) 2018 a distal type I endoleak was noted coming from the hypogastric branch of the ibe device, back into the right iliac aneurysm. On (B)(6) 2018 a reintervention took place whereby an additional stent was implanted to treat the endoleak. On (B)(6) 2019 the maximum aortic diameter was 46.9mm and the maximum right common iliac diameter was 45.5mm. The event is ongoing.